Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the device 'keeps hitting me every so often". It was reported that it had been happening intermittently for two to three months. The patient mentioned he takes a "deep breath" or holds his breath and "then it just stops". It does not appear to be positional. The patient further reported that when a dentist was probing his teeth with a non-electrical tool he felt "jolting every so often". The device is still in use. No further patient complications have been reported as a result of this event.